Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen remained completely black and only a faint clicking sound could be heard. The user rebooted the device twice, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height enhanced cubie drawer 4 had caused the station to fail to boot. A field service engineer found that a bad drawer controller and replaced the drawer controller to resolve and also tested its functionality. The system functioned as intended after the field service engineer repaired the device.